Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook günther tulip filter on (B)(6) 2011." Additional information received 10jun2020: per a (B)(6) 2019 computed tomography (CT) abdomen without contrast: "an ivc filter is in place. The tip of the filter is just above the level of the renal veins. Silver prongs of the filter appear to extend beyond the lumen of the ivc. The ivc is otherwise intact". Patient outcome: it is alleged that the [pt] was injured without further explanation.

Manufacturer narrative:
Investigation: the following allegations have been investigated: chest pain, dyspnea, anxiety, depression, panic attacks, limited physical activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported chest pain, dyspnea, anxiety, depression, panic attacks, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to bilateral lower extremity deep vein thrombosis (dvt) post-op cervical spine fusion. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear and anxiety the filter will continue to further penetrate causing additional internal damage that could result in death. Chest pains and trouble breathing which causes frequent panic attacks" , limits to physical activity and depression.